Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported by the surgeon that he implanted a mini plate into a patient, and that the patient was re-admitted as the plate had allegedly fractured whilst implanted.

Manufacturer narrative:
The macroscopic and microscopic investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. On the surface of the plate, on the side, marks resulting from laser cutting are visible. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plate. Indications for material related problems were not found in this investigation.

Event description:
It was reported by the surgeon that he implanted a mini plate into a patient, and that the patient was re-admitted as the plate had allegedly fractured whilst implanted.